Manufacturer narrative:
The device was requested but has not yet been returned. The device history records were reviewed and found manufacturing and sterilization records to be acceptable. The investigation is ongoing.

Event description:
The user facility in the united kingdom reported their system shutdown and would not turn on. The procedure had to be continued using manual I/a. There was no patient impact apart from a slight delay in procedure.